Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1414105) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a patient underwent a diagnostic heart catheterization procedure on an unknown date. Access was obtained at the common femoral artery. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the patient had a retroperitoneal bleed following the procedure. Additional manual compression was held for <30 minutes and the patient was given fluids which resolved the bleed. It is unknown if the patient was hospitalized or not.